Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure performed on (B)(6) 2025. It was reported that during the procedure, the suture broke and the device could no longer be used. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.